Event description:
It was reported that the patient with this right atrial (ra) lead had presented a dislodgement alongside an infection. The lead was explanted. No additional information is available at the moment. No additional adverse patient effects were reported.